Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model ec34-i10l-us is available in the USA with a 510k number k131855. The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the up pulley wire stuck. Based on the result, we concluded that it was caused due to the excessive force applied on the up pulley wire. In addition, our technician confirmed that the water jet tube deformed, the air nozzle deformed, the air tube leak, the water tube leak, the water nozzle dirty, the bending rubber discolored, the operation channel (primary) kink, the down pulley wire stuck, the left pulley wire stuck, and the right pulley wire stuck; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0587(angle)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is not during procedure. There was no report of patient harm. Angulation stuck.